Manufacturer narrative:
Based on the claim against the product by the customer noting a piece of the maryland bipolar forceps instrument wire was broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the complaint regarding physical damage was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument delivered energy on 3 out of 3 attempts and was fully functional. Additional observation of the instrument found charring and localized melting at the grip base on the outside of the yaw pulley. The instrument passed the electrical continuity test. The instrument delivered energy on several attempts. This failure is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument related to this complaint for evaluation, but failure analysis investigation has not been completed. A follow-up MDR will be submitted if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that a piece from the maryland bipolar forceps instrument wire broke and fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, a piece of the maryland bipolar forceps instrument wire broke and fell into the patient¿s abdominal cavity. The fragment was retrieved during the same procedure. The procedure was completing as planned with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. When the customer used the instrument to dissect the tissue, the cable fragment fell into the patient. The fragment was retrieved during same procedure and confirmed with visual inspection. Additional surgical procedure and post-operative tests were not performed. The surgeon did not notice any issues with the functionality of the instrument. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. In addition, the fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.